Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No battery out limit alarm was noted. All operating currents are within specification. The insulin pump passed the self test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 16 mmol/l. The caller stated that most of the buttons stopped working, noting that the act button was completely unresponsive, the esc button worked intermittently, and the keypad lock was not active. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.